Manufacturer narrative:
Ent rep thinks the anesthesia tree was close to the patient's head, which could have caused the tricut blade to track inaccurately. Software investigation in progress.

Event description:
A site nurse reported that, while in an ent procedure, they were tracking with the tricut blade and it would display inaccurately at random. A medtronic representative had her check the metal interference value and she said it was .8 for the head tracker. Asked her to check it for the tricut. She said it was fine but it would just stop tracking accurately. The surgeon continued the surgery with the use of the fusion navigation system. There was no impact on patient outcome.